Event description:
Tissue burn customer reports that pt sustained a burn/redness around a breast biopsy incisional site which was characterized as an iatrogenic burn. Ethicon inc's internal control number is: 9700413-00.